Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that there was a "loose connection" on the site's hand-held computer causing the hand-hand computer to be faulty. The hand-held computer is expected to be returned for product analysis.